Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 51 mg/dl. Customer consumed glucose tablets to address bg. Reportedly, the customer incorrectly estimated the amount of carbohydrates when a bolus was delivered. Recommendation was made to consult with healthcare provider regarding diabetes management.